Manufacturer narrative:
Failure analysis is in progress; add'l info will be submitted once the quality investigation is completed.

Event description:
The system 6 sagittal saw was sent for eval due to continuing to run following a procedure. There was no pt involvement and no adverse consequences associated with the device.